Manufacturer narrative:
Additional: manufacturing date 1996. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device manufacturing date: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with loose epithelium and superficial corneal abrasion in both eyes. Clinic also reported there was more discomfort in the left eye more then the right eye. A bandage contact lens (bcl) was placed in both eyes on (B)(6) 2018. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had complaints of having trouble opening eyes, the left eye being worse then the right eye. Patient also complained of lots of tearing and discomfort. Patient reported symptoms are not interfering with daily activities. Patient's symptoms were resolved (B)(6) 2017. The clinic also reported that the same laser vision correction patient that had surgery on (B)(6) 2017 but presented on (B)(6) 2017 with patient complaints of pressure and soreness in the left (os) eye. The pressure and soreness is constant and becomes worse during the day, eventually to where patient keeps eye closed during the evening. Clinic also reported that patient's vision has improved in both eyes. Patient was prescribed prolensa for four times a day on (B)(6) 2018. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had complaints of having pressure and soreness in the left eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017; right eye pre-op 20/20 -1.50 x -1.50 x 140; left eye pre-op 20/15 -1.00 x -.75 x 70. This report is for the visx laser. A separate report is being submitted for the intralase system.